Event description:
When nurse picked the baby up to change the linen another nurse immediately noticed that the umbilical artery catheter (uac), device (locking blunt cannula) was dripping tpn from where the alligator clip snaps into the stopcock.